Event description:
It was reported that shaft break occurred. The 70-80% stenosed target lesion was located in non-tortuous and mildly calcified left coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation; however, during the insertion the rear part of the delivery shaft was separated in two pieces. The device was removed with a snare and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of an incomplete quantum maverick balloon catheter. The device was visually and microscopically examined. There was blood in the manifold of the device. The full length of the device returned and the location of the hypotube separation was 86.5cm from the strain relief. The separated end of the hypotube was ovaled in shape indicating the device was kinked prior to separation. The incomplete device return was missing a portion of the hypotube, the entire shaft (guidewire lumen and inflation lumen), balloon, markerbands, and tip of the device.

Event description:
It was reported that shaft break occurred. The 70-80% stenosed target lesion was located in non-tortuous and mildly calcified left coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation; however, during the insertion the rear part of the delivery shaft was separated in two pieces. The device was removed with a snare and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.